Event description:
The patient contacted animas on (B)(6) 2012 alleging the pump gave loss of prime warnings the morning of the call. The patient reported that she disconnected from the pump and attempted a rewind, load and prime sequence two or three times and all of the insulin was dispensed from the cartridge through the tubing during the load step. The patient stated that the pump did not recognize the cartridge and the pump emitted a "no cartridge detected" warning. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged load step malfunction.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. The pump rewind, load, and prime steps were completed successfully without issues. A force sensor calibration test found that the force sensor was out of calibration. The pump was opened and evaluation revealed moisture and corrosion in the force sensor assembly. The pump was found to be leaking from a cracked casing. The user guide instructs the patient to that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, the contrast and up arrow buttons were intermittently responding to presses, the keypad was removed and contamination was found under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.